Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly whilst walking on a staircase, the patient experienced a sudden weakness in the right leg which resulted in a fall. The outcome was a fracture of the femoral neck which needed a stem replacement.